Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 13.2 mmol/l and 5.7 mmol/l within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.